Event description:
It was reported that the hv lead impedance has gradually increased since implant and is now high, and out of range. Patient notifier was disabled. Patients condition was good.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.